Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered. The rv lead had a micro dislodgment that caused oversensing to occur. The physician repositioned the rv lead and no further issues were noted with the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.